Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the device was not returned to depuy synthes for evaluation, however photo(s) were provided for review. Review of the provided photo(s) confirms case peeling. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the pv0148039 is not a valid finished goods lot number; therefore, a manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information was received and confirmed that the paint was peeled off as evidenced by the attached photos. The customer worked around the issue by putting the instruments in another tray/container.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the device was returned to depuy synthes for evaluation, visual examination found the graphics on the bottom and outer surface of the device peelingoff, however no damage on the coating was found. The reported allegation can be confirmed as these 2 situations can be related. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : the pv0148039 is not a valid finished goods lot number; therefore, a manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4).depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the color of the tray was coming off the tray and was adhering to the instruments during re-processing. Seen in cssd; no adverse patient consequences, no surgical delay reported.